Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer in regards to a patient who was being treated with lioresal intrathecal therapy infusing the dose of 330 mcg/day via an implanted pump. The concentration and lot number were not provided. The lioresal dose previously was indicated as 700-800 mcg/day. The pump's indication for use (IFU) was listed as movement disorders. The patient's medical history and concomitant medications were unknown. The patient had a global type brain injury that occurred (B)(6) in 2009 and the patient's limbs were very tight and the patient couldn't be moved. It was originally suggested that the patient get a pump and there wasn't a lot of research done at the time on the caller's part because the pump was installed shortly after this injury. The pump manages to a degree the spasticity and the patient still needed to get botox on hands, shoulder muscles and alcohol blocks. The caller wanted to know what the pump is supposed to be doing. If the patient was stressed and tone was high and the patient was incredibly spastic and didn't seem like the patient had any continual level or issues, she wanted to know if the pump was supposed to be doing more. They removed the catheter tip from t6 to t1 when they replaced the pump on (B)(6) -2016 due to longevity. The logic to raise the catheter tip was to help the upper body benefits. There was a little bit of benefit to the arms and hands. The patient's hands that were in a fist were not as tight and the patient got very agitated more than he did, and that now causes incredible spasticity. For example, today, (B)(6)-2016, the patient was screaming so much that the patient had to be rushed home and to bed. The patient couldn't move his hands they were so tight, and the patient was screaming. The patient was having more issues with the patient's legs than they would have had prior. The right leg was incredibly tight and the left leg was tight and had always been that way but not quite as tight as the right one. The caller could not bend the patient's leg or place the patient in the chair. The patient couldn't sleep either and it was awful. The lioresal (baclofen ) does have a calming effect and then when pulling it out and reducing it, it created the side effects discussed. There seemed to be more bad days and the caller wanted to do the best for the patient. The situation was being addressed by the healthcare provider (hcp). The patient has an appointment on (B)(6)-2016 to have follow- up with the managing pump physician. Additional information has been requested regarding medications taken at the time of the event, pertinent medical history, diagnostics performed, and actions/interventions taken. If additional information is received, a follow up report will be sent. Additional information was received from a consumer via a company representative. There had been approximately four episodes since the patient received his replacement pump on (B)(6) 2016 where the patient was irritable and sweating. On (B)(6) 2016 the patient was having a good day but that night the patient was agitated, screaming, writhing and spasming. The patient could not be calmed down. The patient had a severe seizure (B)(6) 2016 and the reporter believed it was related to the catheter. The patient had a seizure disorder. The patient was brought to the emergency room. The pump was interrogated in the emergency room on (B)(6) 2016 at approximately 3:30 pm. A catheter dye study was performed (B)(6) 2016 and results were the medication was not getting where it was supposed to. The catheter was detached and it was suspected the patient may have a spinal infection. The patient was hospitalized as the tip of the catheter was not together where it connects to the spine. The catheter disconnected and poured out medication and the patient had days of writhing pain. The patient's mother felt there should be something that alarms or notifies when it is compromised or disconnects. The patient had been suffering for over 50 hours and was very bad. The patient was on a constant ativan drip of 1.5 mg/hour and it was a nightmare. The patient's mother did not know if she was going to get him back and did not know how long withdrawals can last. The patient had a fluctuation of the symptoms. The patient had been on the medication of 7 years and the medication was immediately removed. The patient was given oral baclofen 200 every 6 hours and can increase to 300. In that state the patient could not be touched, he was spastic. The patient was moving in irregular ways and done things patient has never done before could not move their legs and had bit his lips. Surgery was being planned for (B)(6) 2016 to have the patient a little more stabilized to do the surgery. It was to be determined if the pump would be explanted and if the patient had an infection the pump would be taken out. The plan was to explant the pump (B)(6) 2016. The patient's mother questioned how long this last will and will the patient ever be the same. Patient status was alive; no injury. The issue was not resolved. It was reported the pump was delivering lioresal 330 mcg/day. Per pump telemetry the pump was examined (B)(6) 2016 and was delivering gablofen 2000 mcg/ml; 362.3 mcg/day. The dates of therapy for the baclofen were not reported thus it was unclear what medication was being delivered by the pump.

Event description:
Information was received from a consumer in regards to a patient who was being treated with lioresal intrathecal therapy infusing the dose of 330 mcg/day via an implanted pump. The concentration and lot number were not provided. The lioresal dose previously was indicated as 700-800 mcg/day. The pump's indication for use (IFU) was listed as movement disorders. The patient's medical history and concomitant medications were unknown. The patient had a global type brain injury that occurred at (B)(6) in 2009 and the patient's limbs were very tight and the patient couldn't be moved. It was originally suggested that the patient get a pump and there wasn't a lot of research done at the time on the caller's part because the pump was installed shortly after this injury. The pump manages to a degree the spasticity and the patient still needed to get botox on hands, shoulder muscles and alcohol blocks. The caller wanted to know what the pump is supposed to be doing. If the patient was stressed and tone was high and the patient was incredibly spastic and didn't seem like the patient had any continual level or issues, she wanted to know if the pump was supposed to be doing more. They removed the catheter tip from t6 to t1 when they replaced the pump on (B)(6) 2016 due to longevity. The logic to raise the catheter tip was to help the upper body benefits. There was a little bit of benefit to the arms and hands. The patient's hands that were in a fist were not as tight and the patient got very agitated more than he did, and that now causes incredible spasticity. For example, today, (B)(6) 2016, the patient was screaming so much that the patient had to be rushed home and to bed. The patient couldn't move his hands they were so tight, and the patient was screaming. The patient was having more issues with the patient's legs than they would have had prior. The right leg was incredibly tight and the left leg was tight and had always been that way but not quite as tight as the right one. The caller could not bend the patient's leg or place the patient in the chair. The patient couldn't sleep either and it was awful. The lioresal (baclofen) does have a calming effect and then when pulling it out and reducing it, it created the side effects discussed. There seemed to be more bad days and the caller wanted to do the best for the patient. The situation was being addressed by the healthcare provider (hcp). The patient has an appointment on (B)(6) 2016 to have follow- up with the managing pump physician. Additional information was received from a consumer via a company representative. There had been approximately four episodes since the patient received his replacement pump on (B)(6) 2016 where the patient was irritable and sweating. On (B)(6) 2016 the patient was having a good day but that night the patient was agitated, screaming, writhing and spasming. The patient could not be calmed down. The patient had a severe seizure (B)(6) 2016 and the reporter believed it was related to the catheter. The patient had a seizure disorder. The patient was brought to the emergency room. The pump was interrogated in the emergency room on (B)(6) 2016 at approximately 3:30 pm. A catheter dye study was performed (B)(6) 2016 and results were the medication was not getting where it was supposed to. The catheter was detached and it was suspected the patient may have a spinal infection. The patient was hospitalized as the tip of the catheter was not together where it connects to the spine. The catheter disconnected and poured out medication and the patient had days of "writhing pain." The patient's mother felt there should be something that alarms or notifies when it is compromised or disconnects. The patient had been suffering for over 50 hours and was "very bad." The patient was on a constant ativan drip of 1.5 mg/hour and it was a nightmare. The patient's mother did not know if she was going to get him back and did not know how long withdrawals can last. The patient had a fluctuation of the symptoms. The patient had been on the medication of 7 years and the medication was immediately removed. The patient was given oral baclofen 200 every 6 hours and can increase to 300. In that state the patient could not be touched, he was spastic. The patient was moving in "irregular ways and done things patient has never done before" could not move their legs and had bit his lips. Surgery was being planned for (B)(6) 2016 to have the patient "a little more stabilized to do the surgery." It was to be determined if the pump would be explanted and if the patient had an infection the pump would be taken out. The plan was to explant the pump (B)(6) 2016. The patient's mother questioned how long this last will and will the patient ever be the same. Patient status was alive; no injury. The issue was not resolved. It was reported the pump was delivering lioresal 330 mcg/day. Per pump telemetry the pump was examined (B)(6) 2016 and was delivering gablofen 2000 mcg/ml; 362.3 mcg/day. The dates of therapy for the baclofen were not reported thus it was unclear what medication was being delivered by the pump. Further information was provided that the patient was taking valium at the time of the event. The patient's pertinent medical history included anoxic brain injury. It was noted there were no known other allergies. It was reported that the actions/interventions taken to resolve the issue included admitting the patient to the intensive care unit (ICU) and administering intravenous benzodiazepines. It was also confirmed that the pump contained gablofen. Further information was received, from the healthcare provider (hcp), that the patient does not have an infection; nothing was cultured out. It was noted the pump was still implanted as the family decides what to do. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.